Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings testing confirmed the screen goes blank right after verifying the boot up. Opened pump and replaced with a test functional screen, the same display problem persist. After taking the voltage value at the display's flex terminals (3.2 volt), it was clear that the blank and intermittent display is due to a high display current draw.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the pump powers up with a blank display screen. This report is made based on the results of an investigation completed on (B)(4) 2013.